Event description:
The customer reported that the ac led doesn't light on. Unit doesn't power on with ac, but powers on with battery. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.